Event description:
It was reported that during a gastric sleeve procedure, the device was leaking, 5mm devices were inserted in the device. The case was completed with the device. Second insufflator was hooked up to maintain pneumo.

Manufacturer narrative:
(B)(4): damaged universal seal assembly. Eval summary: the analysis results found that the b12lt device (a) was received with the universal seal broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The device was functionality leak tested and passed; the device was fully functional according to the manufacturing requirements. The batch record was reviewed and anomalies were noted during the manufacturing process. The analysis results found that the b12lth device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of the failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of reported insufflations issues. Additionally, the lower ring of the universal seal assembly was found to be cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The device was functionally leak tested and passed; the device was fully functional according to the manufacturing requirements. No incident related to the reported event was observed during the batch record review. Device b additional info: batch # g9jr5h. Expiration date: 02/2015. Manufacturing date: 03/2010. Method and conclusion: damaged duckbill, leak test failed with test probe, damaged universal seal assembly. The analysis results found that the cb12lt device (c) was received with the universal seal broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. A leak test was performed and the device was noted to leak with the test probe inserted through the device. An investigation has been initiated to address the potential root cause of the reported insufflations issues. We did not receive a batch or lot number for the product involved in this complaint, therefore, records check was not possible. Device c additional info: batch # unk. Expiration date: unk. Manufacturing date: unk. Leak test failed with test probe, damaged universal seal assembly. The analysis results found that the b12lt device (d) was received with the universal seal broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The device was functionally leak tested and passed; the device was fully functional according to the manufacturing requirements. We did not receive a batch or lot number for the product involved in this complaint, therefore a records check was not possible. Device d additional info: batch# unk. Expiration date: unk. Manufacturing date: unk. Damaged universal seal assembly. The analysis results found that the cb12lt device (e) was received with the universal seal broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The device was functionally leak tested and passed; the device was fully functional according to the manufacturing requirements. In addition, the scraper was found to be torn; however, this finding is not related with the incident reported. We did not receive a batch or lot number for the product involved in this complaint, therefore a records check was not possible. Device e additional info: batch # unk. Expiration date: unk. Manufacturing date: unk. Damaged universal seal assembly. The analysis results found that the cb12lt device (f) was received with the universal seal broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. A leak test was performed and the device was noted to leak with the test probe inserted through the device. However, an investigation has been initiated to address the potential root cause of reported insufflations issues. We did not receive a batch or lot number for the product involved in this complaint, therefore, a records check was not possible. Device f additional info: batch# unk. Expiration date: unk. Manufacturing date: unk. Leak test failed with test probe, damaged universal seal assembly.